Event description:
It was reported that the patient experienced pocket pain and irritation over the lateral aspect of the device where the skin is very thin and there is no overlying fat or subcutaneous tissue. The device was repositioned and remains in use. The patient was enrolled in the surescan post-approval study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead implanted: (B)(6) 2013. (B)(4).